Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: united kingdom. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined that the cable was damaged, motor speed was unstable, and the device was out of calibration. The motor and wiring harness were replaced and the unit was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was a service/repair quote for one dermatome. Due diligence is complete and no additional information is available. During device evaluation the dermatome motor speeds were unstable. No adverse events were reported as a result of this malfunction.